Manufacturer narrative:
Attempted to submit via FDA esg on 19jul2024, but received the message "an error occurred when scanning the file: connection timed out (connection timed out)".

Event description:
The following has been reported: the touchscreen would not recognize prolonged interaction during the backpriming test (1 minute of backprime, roughly 21 ml). The touchscreen would recognize the interaction for at most 2 seconds at a time, enough for 1 ipc cycle (roughly .6 ml). Many times, the touchscreen would stop recognizing the interaction before 1 ipc cycle could complete. On 3 occasions, the touchscreen did not respond at all after a cleaning and needed to be turned off and on again to accept interaction. A small amount of ingress was noticed behind the bottom left of the touchscreen. Occurrences: (B)(6) - (B)(6). A preliminary review of the logs identified the following issue:mechanical hardware failure (screen). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Section d updated to match gudid.

Event description:
Unit would not read inputs after cleaning testing. After allowing the unit to dry out the touchscreen functionality returned. Cleaning testing has been suspended on the unit and functionality has not been lost.